Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # r5a20f. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any change in the post-operative care of the patient due to the extension of the procedure by one hour? Nothing particular mentioned, but close follow-up on status of the patient. Were there any patient consequences? Longer anesthesia + anastomosis had to be remade. Further information was requested and the following was obtained: it was reported, ¿close follow-up on status of the patient.¿ was the patient¿s hospital stay prolonged? Patient left the hospital at day 3. What is the current status of the patient? Good.

Event description:
It was reported that during an anterior resection procedure, surgeon informed us that the device didn't cut during an anterior resection. They've checked the device and it seemed like the white ring was missing. They had to re-make the anastomosis (new linear and circular stapler had to be used). The procedure had been prolonged by an hour.